Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same kind of adhesive events with 5 infusion sets as all the infusion sets fell off during use after it had been in use for a few hours. The event dates were specified to be (B)(6) 2024. Patient confirmed the insertion site to be clean, air dried and free of hair and the use of skin tac as adhesive aid. The infusion sets were used for 24 hours. Patient also confirmed that there was no physical activity/sweating, swimming, or bathing at the time the set fell off. The blood glucose levels at the time of event was 275 mg/dl therfore, patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04588 - device 4 of 5. (B)(6).